Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the eyepiece funnel cut is broke off. The inspection also noted the image is blurry and there is a broken objective lens at the distal end. There is corrosion on the distal end frame. The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the sterile processing manager at the user facility, the customer oes elite high-definition autoclavable rigid telescope ¿eyepiece broke off¿. The customer reported event was found at reprocessing. No death or injury and no impact to patient or other has been reported to olympus.